Manufacturer narrative:
(B)(4).

Event description:
It was further reported that the burr was stuck on the wire during rotablator procedure in the process of positioning the lesion. Furthermore, the wire seems to be bent rather than broken.

Manufacturer narrative:
(B)(4). Device evaluated by MFR: the advancer unit and burr unit were received attached together as a single unit. The advancer knob was received loosened in a backward position. The advancer, burr, sheath, coil, and handshake connections were microscopically and visually examined. There were numerous kinks in the sheath and the sheath was buckled at the strain relief, 23.5cm and 24.5 cm from the strain relief. Functional testing was performed by connecting the rotablator rotalink plus device to the rotablator control console system. The device was unable to get any speed and the stall light came on the console. The advancer was dismantled and the ultem was found to be melted. An attempt to remove the rotawire from the burr catheter was unsuccessful. The rotawire was fractured and kinked. Inspection of the remainder of the device, apart from the observed damage, revealed no other damage or irregularities. No other issues were identified during the product analysis. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical/procedural factors. (B)(4).

Event description:
Same case as 2134265-2017-01994. Reportable based on device analysis completed on 19-feb-2017. It was reported that the burr failed to advance. The 85% stenosed target lesion was located in the severely tortuous and severely calcified mid left anterior descending artery (lad). A 1.25mm rotalink¿ plus and a rotawire were used for treatment. During the procedure, it was noted that the device was unable to advance. The lesion was expanded two to three times with a 2.5 x 20 nc balloon. The procedure was completed with this device. No patient complications were reported and patient status was stable. However, device analysis revealed that the burr became stuck on the wire.